Manufacturer narrative:
Device discarded by customer. The impella cp optical pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) years old white male patient had impella cp optical pump inserted in the right common femoral. There was some wire resistance around the right iliac, surgical repair of the right iliac artery and common femoral artery was performed and impella 5.0 pump was added for support. The patient expired due to cardiogenic shock (cgs).

Manufacturer narrative:
The returned pump was examined in the lab and no biomaterial was found in the inflow or outflow. A large kink was found in the catheter just distal to the motor housing, which may have occurred as the pump encountered resistance on explant. The guidewire was not returned. Imaging of the patient's iliac arteries was not taken prior to insertion to assess or calcification or tortuosity, and thus the root cause of the patient's vessel damage cannot be determined.